Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, externalized conductors were noted via cine. All electrical measurements were normal. Lead to be revised.

Manufacturer narrative:
A partial lead measuring 42.7cm in length was returned. Externalized conductors due to internal insulation abrasion were found at 29.9 to 32.5cm from the distal tip. Internal insulation was also found at 30.5 to 31.6cm from the distal tip. The etfe coatings were intact at the two locations; however, the inner coil insulation was abraded.